Event description:
Caller reported that the pump battery would not charge, but no adverse impact to the customer¿s blood glucose level was noted. Customer changed the tandem provided wall power adapter and cable to resolve the issue.